Event description:
Product was cracked by our nurse practitioner to apply the dermabond to the patient. When he cracked the tube to release the solution, a shard of the inner capsule protruded outside of the applicator and punctured him in the finger.